Manufacturer narrative:
The device was received with no fluid. Brown material was observed within the device. A rent measuring approximately 0.5 cm was observed within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor siltex contour profile moderate 275cc saline breast prostheses. During a physical examination, it was diagnosed that there was bilateral deflation of the prostheses. As a result, the patient underwent bilateral removal and replacement with memorygel breast implant 300cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.